Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the synchroseal instrument had a broken or loose cable (silver). No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. The grips opened and closed properly. There was no physical damage on the grip cables observed during visual inspection that would have caused the failure. Additionally, the instrument was found to have the jaw cover torn. The tears measured roughly 0.12" x 0.06". The instrument was also found to have the jaw cover torn at the proximal end. Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears.